Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed, and allegation was not found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of signal loss over an hour is reportable, based on defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.